Event description:
The info provided to sjm indicated a 6f sts plus was selected for use. The sheath/arteriotomy locator assembly was inserted into the pt's right femoral artery. Upon removal, the tip of the locator detached and remained in the pt, unable to be located. The following day, while remaining heparinized, the pt underwent surgery and the tip of the locator was removed from the posterior tibial area. The pt was doing well following the procedure.